Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the ins was replaced on (B)(6) 2018 due to normal battery life and had an infection at implant site after surgery. Patient stated he thought it was gone but for about a month and a half implant site was hurting and was red. No further complications were reported/anticipated.